Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was having trouble breathing (panting), sweating, and presyncope. The patient¿s cgm was reading 153 mg/dl, and the bg meter was reading 102 mg/dl. The patient¿s daughter took the patient to the ER. At the ER, the patient¿s cgm was reading 137 mg/dl, and the bg meter was reading 86 mg/dl. The patient was also wearing a betabionics ilet insulin pump. The patient¿s pump and sensor were removed in the ER. The patient had some unspecified lab tests and an x-ray done. It was also reported at some point, the patient received unspecified insulin as treatment. The patient was discharged from the hospital after 2 days. The patient inserted a new sensor and her cgm was reading 123 mg/dl, and the bg meter was reading 123 mg/dl at the time of discharge. The patient was doing well at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)